Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up with a device that was far field r-wave oversensing on the atrial channel. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming changed was made. The patient condition was fine.